Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the led on the control panel does not light up because the front panel is depressed and there was a circuit board failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit's led did not light up on the control panel. There was no patient involvement.